Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead had high pacing thresholds over a prolonged period of time. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking, and had a breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead had apparent explant damage. (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic metal induced oxidation, had cosmetic environmental stress cracking, and had a breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead had apparent explant damage.